Event description:
It was reported the patient underwent a hip procedure. Subsequently, the patient was revised approximately 1 year later due to instability, malposition, and loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 802202803, lot# 3047454 zimmer biomet¿ cocr head femoral head 12/14 taper 28mm diameter +3.5mm neck length cocrmo. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 this report will be filed under MFR number: 0002648920 - 2023 - 00229.

Event description:
No further information at the time of this report.